Manufacturer narrative:
Additional information received on 08 november 2016 and includes: the cup was not explanted. On 24 november 2016 the medical affairs director performed a clinical evaluation and commented as follows: femoral revision in a cementless tha after 4 years in a young male patient. The stem looks radiographically loose and proximal fixation was either lost or never achieved. The double mobility cup remained in place. The causes for this partial failure cannot be determined with the information at hand. Batch review performed on 25 november 2016. Lot 122548: (B)(4) items manufactured and released on 31 august 2012. Expiration date: 2017-07-31. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event.

Event description:
This patient came in complaining of pain in hip. The surgeon noticed radiolucency around the proximal part of the stem. The surgeon revised stem, head and liner. The surgery was completed successfully. X-rays and explants are not available.